Event description:
On (B)(6) 2024, the patient underwent an explant of the rns system (neurostimulator and four leads) after treatment with antibiotics for scalp infection. This was diagnosed by the treating center, as a superficial scalp infection resulting in wound dehiscence. Treatment included IV antibiotics then oral antibiotics.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.